Event description:
It was reported that there was stimulation in the wrong location. It was noted that reprogramming was performed. It was noted that new percutaneous leads were added and the battery was replaced. Symptoms included less than 50% therapy relief at the lead location.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial #(B)(4), found no significant anomaly, it was additionally noted that the device was found to be functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.